Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Event description:
It was reported that the 3.1 mm calibrated drill bit was drilled into a total knee and broke inside the patient. The broken piece of the drill bit remained in the patient.